Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded high, out of range shock lead impedance (sli) values. When pushing the ICD in the pocket, variations in sli values were observed. At different vectors the values were also out of range. The system was programmed to single coil while the patient waited for system revision. Weeks later the patient went to surgery for system replacement. The lead was taken out of the pocket and looked fine, but they considered the lead unscrewed easier than normal. The pin was tightened back down, took more measurements and impedance was normal. Afterwards the patient was upgraded to a cardiac resynchronization therapy defibrillator system and the old ICD was explanted and has been returned for analysis. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded high, out of range shock lead impedance (sli) values. When pushing the ICD in the pocket, variations in sli values were observed. At different vectors the values were also out of range. The system was programmed to single coil while the patient waited for system revision. Weeks later the patient went to surgery for system replacement. The lead was taken out of the pocket and looked fine, but they considered the lead unscrewed easier than normal. The pin was tightened back down, took more measurements and impedance was normal. Afterwards the patient was upgraded to a cardiac resynchronization therapy defibrillator system. The old ICD was explanted and has been returned for analysis. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.